Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot test were performed and failed due to perpetual rebooting. An attempt to download the receiver log by unplugging and re-plugging the battery cable was performed and failed, due to the receiver perpetually rebooting. The log was not downloaded for review due to perpetual rebooting. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.